Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4). The second of two incidents for this complaint.

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and performed several lld checks in diagnostic software. The fe replaced tube lifters in positions #3, 4, and 10. The fe verified all x-arm calibrations. The fe performed several lld checks in diagnostic and oas software to verify proper operation. Repairs have returned the instrument to expected operation.